Manufacturer narrative:
Monitor sn (B)(4) has not yet been recovered from the field. Belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event prior to passing away. The patient received 7 appropriate treatments during vt and vf and two external non-lifevest shocks between 02:33:43 and 2:37:24 am on (B)(6) 2016. It was reported that the patient was in the hospital and also being monitored by telemetry when the device began alarming and treated the patient. The patient's doctor heard the device alarming and when he got to the room the device had already deployed the gel. The doctor reported that the patient initially pressed the response buttons by lost consciousness and was treated again. The patient was transferred to the ICU and was treated externally and CPR performed. The lifevest was removed while the patient was in the ICU and the patient was reported to have passed away on (B)(6) 2016. Per review of the event, the first five lifevest treatments were delivered between 02:33:43 and 02:36:38 am. The response buttons were pressed briefly prior to the second treatment but not again until the device was being deactivated. The rhythm at the time of the treatments was vt at 170-215bpm. Full energy pulses were delivered, however the patient's rhythm did not convert and remained in vt. Between 02:36:38 and 02:37:03, two non-lifevest treatment shocks were delivered. The post shock rhythm for both treatments was vt. The sixth lifevest treatment was delivered at 02:37:03 while the patient was in vf. The post-shock rhythm was vt. The final treatment was delivered at 02:37:24 while the patient was in vt. The post-shock rhythm remained vt.